Event description:
Lead was exhibiting noise on the pace/sense portion of the lead that was confirmed with isometrics. The physician decided to cap the pace/sense portion, and keep the defib portion of the lead active.

Manufacturer narrative:
Na